Event description:
It was reported that the device had a "defect". It was removed and replaced. It was also reported that during the implant of a new left ventricular lead, there was difficulty with fixation of the lead. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found.